Manufacturer narrative:
Product analysis: the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a right ventricular (rv) lead was attempted but not used during implant. The lead had high thresholds, no capture, and high/undefined pacing impedance. The physician unscrewed the lead, and re-positioned it, however it then displayed low pacing impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.